Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the device failed the cutter lock verification and runs in safety, seal protruding from swivel and low rotations per minute. During repair it was observed that the pawls were damaged causing the device to run in safety. The issue with the damaged pawls is consistent with trying to run the device in the load position. The seal protruding from swivel is consistent with normal use and servicing over time. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a seal protruding from the swivel, failed rotational speed, rotations per minute were below specification, failed safety test and runs with the safety engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.